Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager failing. The field service engineer (fse)verified that the refrigerator fell off the bus intermittently, checked cables and connections, and found the connector on bbb/cai was loose and damaged. After securing the cable connections, the fse verified that the device was slightly out of range and recalibrated the helmer refrigerator settings, ensured the temperature was correct, tested it in the hardware test application (hta), and the customer was able to perform inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that in bd pyxis¿ es refrigerator remote manager keeps failing. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.